Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 10 years have passed since the device was manufactured. Based on the results of the investigation, the monitor stopped working because the direct current (dc) power cord failed.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting the issue. The customer was unable to recreate the phenomenon. The end user reported that the system was able to work again by shutting off the power to the ac adapter and then disconnecting and reconnecting the ac and dc cables. The customer checked the cables and reported that the cables didn¿t seem loose and there was nothing obviously wrong with the power supply. Tac advised the customer that the monitor was discontinued; however, the power supply parts were available if the facility wanted to replace it. The customer ordered and installed the dc cable that connects between the adapter and monitor. On (B)(6) 2021, tac received follow-up correspondence from the customer that stated the issue had not occurred since the dc power cable to the monitor was replaced. The unit will not be returned to the service center for evaluation. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the monitor powers off unexpectedly. There was no report of patient involvement. No further information was provided.